Event description:
It was reported that on (B)(6) 2012 a tka procedure was performed. Patient experience post-operative stiffness and a mua was performed to correct the issue. Slowly stiffness returned and a revision surgery was required to increase rom mainly into flexibility. Surgeon attributed stiffness to scarring and patella maltracking. A scar was performed to release, poly exchange and revised patella. Rom improved post-operative.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a no valid complaint; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.